Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the radio freqency programmer head had intermittent telemetry, that it cut in and out as the cable near the header was manipulated. During analysis the uplink test was out of specification therefore the cable was replaced.

Event description:
It was reported that the radio frequency programmer head had intermittent telemetry, that it would "come and go" as the cable near the header was manipulated. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head had intermittent telemetry, that it would "come and go" as the cable near the header was manipulated. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.